Event description:
It was reported that the patient had failed back syndrome, percutaneous stimulation system and a generator site revision. The patient experienced an infection, staph epidermidis. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the onset of the infection was (B)(6) 2014. Peri-operative antibiotics had been given. The location of the infection was the pocket. Drainage was noted. A culture of the device pocket revealed the staphylococcus epidermidis. The patient was given oral antibiotics.

Manufacturer narrative:
Analysis of neurostimulator model 97702 serial # (B)(4) showed no significant anomalies. Analysis of extension model 3708220 serial # (B)(4) showed no anomalies. Analysis of adaptor 74002 lot # n321503 showed no anomalies. Analysis of lead model 977a260 lot # j0231109v showed no significant anomalies. Analysis of lead model 977a260 lot # j0231109v showed no that the #4 conductor was broken 1.6 cm from the proximal end. There was no continuity on the #4 circuit. Metal induced oxidation (mio) was found on the insulation with a breach in the insulation around the connectors. Environmental stress cracking was seen on the insulation in between all of the electrodes. No shorts were seen between the circuits. Analysis of extension model 7495lz51 serial # (B)(4) showed a breach depression on the insulation 4.0 cm from the distal end of the proximal segment. Good, stable output was seen on electrode pairs as received. No shorts were seen between the circuits. Analysis of extension model 7495lz51 serial # (B)(4) showed no significant anomalies analysis of lead model 3888-33 lot # va0m0vy showed no significant anomalies. Analysis of lead model 3888-33 lot # va0mwyx showed no significant anomalies. Analysis of both returned tlock anchors, (lot #s unknown) showed no significant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 74002, lot# n321503, implanted: (B)(6) 2012, product type: adapter; product ID 3887-33, lot# j0231109v, implanted: (B)(6) 2002, product type: lead; product ID 3887-33, lot# j0231109v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz51, serial# (B)(4), product type: extension; product ID 7495lz51, serial# (B)(4), product type: extension; product ID 3888-33, lot# va0m0vy, implanted: (B)(6) 2014, product type: lead; product ID 3888-45, lot# va0mwyx, implanted: (B)(6) 2014, product type: lead; product ID neu_tlock_anchor, serial# unknown, product type: accessory; product ID neu_tlock_anchor, serial# unknown, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. Analysis results showed that the system was functionally okay with insignificant anomalies. (B)(4).